Manufacturer narrative:
(B)(4). This complaint is being submitted in response to u.s. Food and drug administration (FDA) request. This complaint is related to emdr #1828100-2016-00327. The user facility¿s biomedical engineer (biomed) is attempting to clean and repair himself. Manufacturer technical support is sending type of hoses and cleaning maintenance instructions. The biomed is not trained by the manufacturer. The biomed stated they perform semiannual preventative maintenance and electrical safety testing every six months. They clean the heater cooler unit weekly. However, lately it is cleaned with bleach filled with sterile water, and by next morning, the water is black inside. We clean the unit again and it's the same now four days in a row. The biomed did not experience issues with cooling or heating and no leaks were observed. The reported complaint was confirmed. The field service representative (fsr) stated the customer have been cleaning the unit twice a day. The fsr reviewed the proper cleaning and de-scaling procedure with the perfusionist (ccp) and the biomed. The fsr walked through the steps in the cleaning guide and reviewed the required chemicals need to maintain the unit. The manufacturer provides established requirements for sanitization and instructions for correctly maintaining the system. These are clearly outlined in the operators manual and the hx2 temperature management system cleaning guide. Included in the requirements is a daily sanitization procedure with a check of the chlorine levels, weekly cleaning and sanitization and a semiannual descaling procedure. Decontamination is required whenever biofilm is evident in the system (discoloration or cloudiness in the water system). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity (cleaning cycle after procedure was over), the water started clear and then turned dirty in the heater cooler unit. The customer suspects it could be algae in the tank and in the hoses. There was no patient involvement.